Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on keypad traces. Unable to perform displacement test due to no escape button response. The insulin pump has cracked case near lcd window corner, minor scratches to lcd window, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is an intermittent response of the buttons on the insulin pump except for the act and up arrow buttons. Device was not dropped or exposed to moisture. Nothing further reported.